Event description:
Rec'd notification of event via complaint filed by facility. Clinic reports three blood leaks with f80 b dialzyers on the same pt. The dialyzers involved were used at reuse #13, 14 and 2. The resue method is formaldehyde. After the first two failures, the clinic changed the dialysis machine and used a newer dialyzer, but had the same problem. During each event the pt lost no more than 100 ccs of blood. Due to access surgery problems, the pt was scheduled for transfusion post incident. Therefore, although transfused, the transfusion was not related to any of the events. No adverse effects or problems resulted from the blood loss and no add'l med intervention was required. The reuse ctr was telphoned to determine the availability of the samples. Indicated that the samples were discarded and that it was highly unusual to have three failures in one day as failures of this type with f80bs are rare. There are no new reuse tech and nothing has changed in the reuse process. MDR filed due to blood loss only. Three malfunctions were filed.